Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl and another blood glucose value was 400 mg/dl. Customer was treated with the manual injection. Customer declined the troubleshooting for the high blood glucose. It was unknown that the customer was using auto mode or not. The device will be returned for analysis.